Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm and multiple failed battery alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were unable to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer performing displacement test and insulin pump had trace pointers were invalid error was occurred. Contacts are not missing, damaged, or corroded. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 43 or pump error 68 noted. No failed battery test alarms noted. Motor was tested outside device and passed. (B)(4).